Event description:
It was reported that the patient had a return of symptoms, including increased spasticity. The patient¿s spasticity had worsened over the course of the last month to the point that the spasms knocked the patient out of his wheelchair daily. It was noted that nurses had been to see the patient twice over the previous month, the last being in the middle of (B)(6) 2013, for dosing increases, which did not help the patient. The patient noted that the pump was ¿out of place¿. However, the nurses indicated that it did not seem out of place. It was noted that the patient had several changes in his primary physician and, at the time of the report, was seeing a family physician every 1-2 weeks. The reporter requested withdrawal and overdose procedures. However, no further information suggesting overdose or withdrawal was reported. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).